Event description:
It was reported that the patient is unable to set the system into MRI mode due to high impedance. As such, surgical intervention may take place at the later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient unable to set ipg into MRI mode due to high impedance was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.